Manufacturer narrative:
E2 and g3: modified. Please refer to the attached analysis report.

Event description:
Reportedly, in (B)(6) , the patient received an appropriate shock following a ventricular fibrillation. The ICD was checked two days later and normal functioning was observed. Two days after, the patient reported a bruise on the skin around the device. The week after, the doctor of the patient indicated that it was not a bruise but a burn from the shock. The patient reported that the skin was bruised on the shoulder with the shape of the ICD and it was maybe a little warm. On (B)(6)2020, more than four months after the shock, the patient had a routine follow-up with the cardiologist. The bruise was still present but had a smaller size and was still painful. The cardiologist excluded the possibility of a burn from the ICD as the bruise appeared four days after the shock. However, an infection is suspected and some tests will be performed. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures and revealed some episodes of ventricular noise oversensing stored in the device memory, most probably resulting from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, in (B)(6) 2019, the patient received an appropriate shock following a ventricular fibrillation. The ICD was checked two days later and normal functioning was observed. Two days after, the patient reported a bruise on the skin around the device. The week after, the doctor of the patient indicated that it was not a bruise but a burn from the shock. The patient reported that the skin was bruised on the shoulder with the shape of the ICD and it was maybe a little warm. On (B)(6) 2020, more than four months after the shock, the patient had a routine follow-up with the cardiologist. The bruise was still present but had a smaller size and was still painful. The cardiologist excluded the possibility of a burn from the ICD as the bruise appeared four days after the shock. However, an infection is suspected and some tests will be performed. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures and revealed some episodes of ventricular noise oversensing stored in the device memory, most probably resulting from electromagnetic interferences (emi) and/or myopotentials.